Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD; 6935m55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left ventricular stimulation caused by the left ventricular (lv) lead. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.